Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of high blood glucose readings from the insulin pump. The customer's blood glucose reading was 454 mg/dl. The customer treated with humalog. The customer had trouble getting insulin through the tubing. The customer stated that the tubing had a little blood in the line. The customer stated that there was blood at site. The customer stated that the medication might have caused the bleeding. The customer was advised to treat per health care provider's instructions.